Event description:
It was reported that during the implant procedure of this tachy lead, the lead was tested with high impedance and inconsistent capture in multiple locations. The physician inspected the lead and noted an unusual bend in the lead. Hence, a new lead was used and successfully implanted. No adverse patient effects were reported.